Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer needs to fill the cartridge every 2 and a half days after filling the cartridge completely. Customer's blood glucose (bg) levels were not impacted, and fill estimate was accurate at the time of the call. Customer advised that overfilling the cartridge may cause an inaccurate fill estimate, as customer had been filling the cartridge with 320 units instead of 300 as labeled.